Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead measuring was returned for analysis. Full breach insulation degradation was noted at 15.2 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.